Event description:
It was reported to boston scientific corp that a wallflex enteral colonic stent was used during a stent placement procedure in 2009. According to the complainant, the stent was partially deployed. However, due to improper placement, the partially deployed stent needed to be reconstrained. During attempts to reconstrain the stent, tissue became lodged within the stent making reconstraining impossible. The physician then bent the delivery hub of the catheter which detached from the stent delivery system. The physician removed the partially deployed stent and scope from the pt. The procedure was completed with another wallflex enteral colonic stent. The physician did not attribute the event to the device, rather the pt's friable tissue was the contributing factor. There was no report of pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Although the suspect device has been received, the eval has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.